Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Patient has long history of neck and back issues, and is disabled as a result. Pt has had a total of 9+ spine surgeries and believes that (pt) has had three previous lumbar spine surgeries. Persistent back pain and excruciating left lower extremity pain. Taking chronic opioid pain medications. Previous surgery detailed in records: imaging shows multiple levels of stenosis with spondylolisthesis at l5-s1. Emg were remarkable for chronic left l5 radiculopathy. Tremendous amount of scarring at l3-4 and l5-s1 due to previous laminoforaminotomies at these levels. Small dural tear x 2. Diagnosis of lumbar degenerative disc disease. Spondylolisthesis, congenital; intervertebral disk degeneration, lumbar; lumbago l2-s1 lumbar decompression and fusion; surgical notes mention repair of cerebrospinal fluid leak competitor hardware; bilateral pedicle screws with bilateral rod system. No surgical complications reported. Most recent surgery detailed in records: in addition to previous surgeries, pt had spinal cord stimulator place x2 without significant improvement. Pt unable to stand and walk for any length of time. Pseudoarthrosis with loose instrumentation at top and bottom of construct, also with flat back and spinal stenosis. Admitted on same date and discharged on (B)(6), 2013. Diagnosis was pseudarthrosis, spinal stenosis, adjacent level disease, post laminectomy syndrome; spondylolisthesis; failure of hardware and intractable low back pain removal of instrumentation l2-s1. Posterior spinal fusion with instrumentation l1-s1. Revision of lamina foraminotomies, l5-s1. Sa cral-pelvic fixation. Sacroiliac joint fusion bilaterally. Allograft. Competitor instrumentation. Bmp placed in sacroiliac joints bilaterally. Bmp placed in the intertransverse plane bilaterally with cancellous bone. Surgery was uncomplicated and postop course was unremarkable although a little trouble with controlling pain due to chronic opioid tolerance. Lack of fusion recorded at time of most current surgery, but these were result of previous surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.